Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the covering of the knife wire was peeled and dislodged. A root cause of "the cutting wire broke" could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under circumstances described above 1, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. A root cause of "the covering of the knife wire was peeled and dislodged" could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: ·it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single-use sphincterotome's cutting wire broke during use. This was observed during a therapeutic est (endoscopic sphincterotomy) procedure. The procedure was completed with a similar device. There were no reports of patient harm. It was further reported that during the inspection of the device, it was noted that the covering of the knife wire was peeled and dislodged.